Event description:
Data on pts in whom perm-seal grafts were implanted for access device between event date and 2000. 48 grafts in 42 pts, meaning that 6 pts received 2 grafts during the accrual period of time. Age range of 30 years to 82 years, sex distribution was 20 female and 21 male. Comorbid factors included diabetes, hypertension, and coronary artery disease. In this particular group of pts, there were 43 interventions, meaning that 5 grafts had no interventions for salvage. Those grafts were in pts in whom a steal syndrome was present, meaning that the graft had to be sacrificed or the pts expired before anything could be done in terms of graft management. More detailed review of the 48 pts indicates that this was a group that is very adversely selected, meaning many of these pts were quite sick and had many failed previous access grafts and were at high risk for their associated comorbid factors. Failures were divided into infections 7, steals 3, failed veins 16, early deaths 3, transplant 1, meaning that the graft was sacrificed because the pt had a successful transplant and no longer needed a functioning graft. Of interest is, when compared to many other studies, these figures are about average, meaning that these grafts did not fail for any particular unusual reason, but for all the reasons that other ptfe fails. As far as salvage procedures are concerned, these were both performed either surgically or by percutaneous technique. The surgical salvage procedures being thrombectomy, graft extension and revision; and the percutaneous techniques being thrombolysis, angioplasty and stent.